Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece seized up and stopped working. The battery was exchanged without restoring function to the device. There was no patient harm or delay reported, and the procedure was completed with an alternate device. During the quality investigation, the reported event "the unit seized up and stopped working" was confirmed as the handpiece pulsated without depressing either trigger and was not able to measure rpm.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt, the double trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. No power source was returned with the device such as an electric power supply or flash or atk batteries. The handpiece pulsated without depressing either trigger and was not able to measure rpm. The handpiece was updated by installing kit #08-900-207-50 which included the motor and ball bearings. Tested per procedure that the handpiece operated as intended and within specification. The reported event "the unit seized up and stopped working" was confirmed as the handpiece pulsated without depressing either trigger and was not able to measure rpm. The handpiece was returned to the customer. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem.